Event description:
It was reported by the patient that they experienced arrythmia. It was also reported that the patient had concerns about the battery draining while using the mobile monitoring application and was very upset lack of tutorials after the first tutorial was complete. No troubleshooting indicated. The mobile monitoring application remains in use. The implantable pulse generator (ipg) remains in use. It was further reported by the patient that they experienced "shocks in heart coming from implant". They stated "same exact time every night (2:46am lasts for 4 minutes) no arrhythmia. Its like someone is shocking me in the chest. It's a really bad stinging sensation, regular and constant 4 minutes on the dot." They further stated, "I can't understand why the healing process is so painful." "I don't have it any memory of it being this painful." No further patient complications have been reported as a result of this event. It was further reported that there was no performance issue with the ipg. Capture management was programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.